Event description:
HEALTHCARE PROFESSIONAL REPORTED "CAPSULAR CONTRACTURE". THIS RECORD IS FOR THE RIGHT SIDE. THE DEVICE WAS EXPLANTED.

Manufacturer narrative:
THE EVENT OF CAPSULAR CONTRACTURE IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE GRADE UNKNOWN.

Event description:
Healthcare professional reported "Capsular Contracture". Later Healthcare professional reported "Capsular Contracture Baker Grade I". This record is for the right side. The device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, H6.